Event description:
According to the reporter, during the laparoscopic suturing procedure, the device did not hold onto the needle. The needle fell into the patient but was retrieved by the surgeon. In order to complete the case, a new device was used. No harm caused to the patient and no extension in surgical time was required. The current patient status is alive with no injury.